Event description:
The pt requires weekly trach changes. The pt's parents placed a new trach during a scheduled change at their home. Within an hour of the placement of the trach, the child was in distress. The trach was removed and a back-up trach placed. After replacement the child recovered with no further intervention.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.